Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +24.00 diopter three piece silicone lens. The lens tore on insertion into the patient's left eye. The lens was removed with no injury to the patient. Backup lens, same model and size was implanted. Cause of this incident is unknown.